Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "put set screw on flexible set screw screwdriver and inserted into gamma plus targeting guide. When surgeon began to tighten we heard metal "clicking noise". Surgeon pulled screwdriver from plus guide and noticed tip of screwdriver was broken off. We tried to removed tip of screwdriver stuck in nail but was unsuccessful." A 5 minute surgical delay was also reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Finally, each device suffers from intense and frequent use. Referring to the very long period since manufacturing [manufactured in 2005] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. It does not have to remain out of consideration that the device had been in use for a longer period of time and had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. This kind of instrument should be periodically visually checked and tested for functionality. The checking of instruments prior to a surgery is requested in the instructions for use. Since september 2009 a new design version [w/o blue silicone] of the flexible set screwdriver is available to all markets. Excerpt of product bulletin no.(B)(4) new gamma3 flexible set screwdriver available: ¿by using new manufacturing processes and special in-process cleaning steps, it is now possible to offer the screwdriver without blue silicone cover around the flexible shaft as shown. With this change, the reference number for gamma3 flexible set screwdriver (ref (B)(4)) will be changed to ref (B)(4). Availability: starting september 2009, the new gamma3 flexible set screwdriver will be available to all markets. Please also note that the current version of the gamma3 flexible set screwdriver will be phased out after the introduction of the new version.¿ in case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "put set screw on flexible set screw screwdriver and inserted into gamma plus targeting guide. When surgeon began to tighten we heard metal "clicking noise". Surgeon pulled screwdriver from plus guide and noticed tip of screwdriver was broken off. We tried to removed tip of screwdriver stuck in nail but was unsuccessful." A 5 minute surgical delay was also reported.